Event description:
A 2.0 steinmann pin drilled into the left femoral head and a 2.5 cm piece broke off. Two orthopedic surgeons consulted and both came to operating room to assist in removing the broken piece. It was removed and compared with another steinman pin of the same size to confirm it was all removed. C-arm also taken continuously throughout procedure. Biomed called and came to room to retrieve the broken stienman pin. Two pieces were placed in biohazard bag and handed off to biomed.